Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. The visual examination revealed damage to the center of the stent. One central stent strut was raised. This type of damage is consistent with the device getting caught on some form of restriction. Visual examination of the distal profiles of the device and the balloon found no issues which could have resulted in a restriction occurring during the physicians' attempts to advance to the target lesion. Several kinks were present along the entire length of the delivery system. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records found that the device met its material, assembly and product specifications. The root cause of this complaint incident is unknown.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the ramus intraventricularis anterior artery (riva), the lesion and vessel characteristics are unknown. The lesion was pre-dilated and a 2.5 x 20mm taxus stent was successfully implanted. The 2.5 x 24mm taxus liberte drug-eluting stent (des) was attempted to be advanced, however, resistance was encountered and the stent was unable to reach the target lesion. When stent flaring was observed, the device was removed. The procedure was completed with a 3.0 x 12mm taxus des successfully implanted. No patient injury or complications were reported. The patient's condition was reported as ok.